Event description:
Information received by medtronic indicated that a perforation of the patient's left atrial appendage occurred during a cryoablation procedure. Two cryo ablations had been performed on the left superior pulmonary vein and one cryo ablation had been performed on the left inferior pulmonary vein before the procedure was aborted. The patient had a decrease in blood pressure due to pericardial effusion which required pericardiocentesis. The patient was then taken to surgery for repair of the left atrial appendage. Device 1 of 2, reference MFR report: 3002648230-2013-00185.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files were reviewed and do not show any system notice messages for the date of event. Bin files show that at least 5 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.